Manufacturer narrative:
User was referred to a surgeon for a second sensor removal attempt. Customer care tried to contact the user several times to confirm if the sensor had been removed, however, the user did not respond.

Event description:
On january 23rd 2021, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.